Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97745 (serial: unknown); product type: 0201-programmer patient; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they wanted to have the implant taken out of their body. Patient said the therapy never did work and they kept turning the stimulation up and down. Patient also said the stimulation was causing them to have muscle spasms and it felt like it was ripping their skin in their butt where the batteries were. Patient confirmed that the stimulation didn't help with the pain they were in. Agent asked patient when they first noticed the stimulation not helping the pain and patient said that when they were first put in they had to start off at 4.5 and they could feel it shockingly, but after 15 minutes the pain never went away even though it was shocking them. Patient noted they could still feel the pain. Patient then noticed the issue since implant. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, ac power supply and controller port. Patient re moved the li battery pack from the controller and plugged the controller into the ac power supply; patient confirmed the controller powered on. Patient then saw memory problem, agent walked patient through setting the date/time on the controller and patient mentioned they want the implant removed. Patient mentioned they don't know why agent was having them do all this during troubleshooting. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.